Event description:
The consumer reported on splashing the reagent into eyes binaxnow covid-19 ag self-test on (B)(6) 2022. Per consumer, he was adding the reagent solution onto the top hole of the test card, a very little amount of reagent solution got splashed into his eye. The consumer confirmed that he had no irritation or any other issues and was feeling fine. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Manufacturer narrative:
No additional investigation is necessary as a product deficiency was not identified. Customer was provided the relevant sds. H3 other text : device discarded, single use.

Event description:
The consumer reported on splashing the reagent into eyes binaxnow covid-19 ag self-test on (B)(6) 2022.per consumer, he was adding the reagent solution onto the top hole of the test card, a very little amount of reagent solution got splashed into his eye. The consumer confirmed that he had no irritation or any other issues and was feeling fine. No additional patient information, including treatment and outcome, was provided.